Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the atrial connector nut was missing and the atrial socket was inside the unit. It was further noted that the display wire was pinched (wire insulation not compromised), one case screw was contaminated and that one stuck button was detected and one stuck button was recovered. The cables returned with the device passed continuity and visual inspection and no battery was returned with the device. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator was missing its atrial connector nut and that its atrial socket was inside the unit. It was requested that it be considered a warranty repair. The generator was returned for service. There was no patient involvement.